Event description:
It was reported that during the implant procedure the helix did not extract anymore - just after 15-20 turns, the helix jumps out, therefore, being able to screw in the lead was not possible. The access over the subclavia was quite tight, because of a previously capped lead. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4): shaft seal out of position, and blood was noted on the distal conductor and helix; full lead returned and analyzed.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): helix distorted/bent, tip seal observation, apparent explant damage, and blood noted on distal conductor, helix mechanism, and helix mechanism (sleeve head); the analyst noted that the lead was returned with the guide tooth damaged; full lead returned and analyzed.